Event description:
It was reported that the patient came back to dr. (B)(6) office due to he has a sticky pump. The inflatable penile prosthesis (ipp) was troubleshooted in the office. No more information is available at the moment.